Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had an unresponsive keyboard. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the keyboard. The unit passed extended self-testing.